Event description:
It was reported that the patient experienced unexpected post operative refraction and the lens was explanted after four (4) days. It was stated that there was no incision enlargement and no other surgical complications reported. Following the explant, the patient was reported to be doing well.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was conducted and revealed that based on the manufacturing record review and historical review, no deviations were found during this investigation. All pertinent information available to abbott medical optics has been submitted. Placeholder.